Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 67mm diameter thoracic aortic aneurysm. The patients left femoral access vessel was noted as tortuous and stenotic. It was reported that during the index procedure, the first valiant device was implanted successfully without issue. The second valiant device was then implanted further proximally from just below the lcca. After implantation, blood pressure sharply dropped while the delivery system of the second valiant device was being removing. It was noted that access vessel injury in the vicinity of the external iliac artery was suspected and after angiogram found that the contrast agent did not flow at all, it was concluded that an aortic transection had occurred. It was attempted to implant an endurant extension limb to treat the transection but despite multiple attempts and use of an occlusive balloon, the device was unable to cross the transection region and it failed to be delivered. The physician then attempted with a more rigid 12fr sheath, which succeeded in crossing the transection region. A non mdt stent graft was then passed through the sheath to be implanted and the patient¿s vital signs were successfully stabilized. Angiography was performed to check implantation situation after touch up, and as no endoleak was detected, the procedure was completed. As per the physician, the cause of the event was related to patient vessel morphology which meant narrow access vessels. No additional clinical sequelae were reported and the patient is fine.